Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was unable to release from the catheter. Eventually, the clip was able to release from the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.